Event description:
(B)(6). It was reported that during a stenting treatment procedure, incomplete apposition occurred. The 95% stenosed and 14mm long target lesion was located in the non-calcified and non-tortuous mid left anterior descending coronary artery (lad) with a reference vessel diameter of 4.3mm. The lesion was treated with direct stent placement of a 3.0x16mm taxus liberte stent. Post-stent deployment intravascular ultrasound (ivus) revealed incomplete apposition of the stent. It was treated with post-dilatations using a non compliant balloon resulting in 0% residual stenosis and timi-3 flow. The patient was discharged 1 day later on aspirin and prasugrel.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. A 510 (k) # is k053529.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings:the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultra 2 meter read inaccurately. The medical surveillance specialist (mss) spoke to the patient on (B)(6) 2010, and was able to obtain/verify information. The patient stated that he tests whenever he feels as though his blood glucose level is high or ever third a day. He manages his diabetes with metformin. The patient indicated that the alleged issue started on (B)(6) 2010, at 11:00 am. The initially reported a blood glucose reading of "125 mg/dl." However, he reported a result of "169 mg/dl" to the mss which he mentioned was a lot higher than how he felt. Based on the meter reading, the patient mentioned that he did not do anything out of the ordinary other than drinking orange juice and eating a meal. Three to four hours later, the patient claimed that he developed symptoms of weakness, cold sweats, faintness, and shakiness. The patient informed the mss that he had only tested once that day buy later during the conversation, he claimed to have gotten a result of "159 or 169 mg/dl" while feeling low. The patient administered self-treatment by drinking orange juice and eating something sweet. The self-treatment helped to relieve his symptoms. The patient reportedly performed a control solution test that passed. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms suggestive of severe hypoglycemia 3-4 hours after obtaining an alleged inaccurately high meter reading.